Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 4x11 mm ps insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. (B)(4).

Event description:
It was reported that the right knee was revised due to suspected instability.